Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The system was returned to livanova (B)(4) for investigation. The device was connected to the s5 test bench and was found to not start when the technician attempted to power on the unit. An internal inspection did not identify any issues. Testing of the input voltage identified a malfunction. The main switch was removed and measured separately and the issue could be reproduced. Inspection found that when the switch was in the on position, there was no connection between the two contacts. A supplier quality notification has been created to investigate the issue. The switch was replaced and subsequent functional checks were completed without further issues. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that the display of the centrifugal pump system with tubing clamp became blank during priming. There was no patient involvement.